Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results is as follows: two devices were received and evaluated for the complaint regarding the device fell off event. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.

Event description:
The patient reported that 2 v-go 30 devices fell off of within the past 2 weeks. The patient stated that she applied a new v-go on 3/10 at 10pm and it fell off of patient stomach on 3/11 at 2pm. The patient had a v-go fall off about two weeks ago but could not provide the timeframe. The patient confirmed that she uses an alcohol swab to clean the infusion site prior to applying the v-go.